Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was placed during a percutaneous endoscopic gastrostomy (peg) procedure the month prior. According to the complainant, a week later, the locking adapter cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as s result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates is unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.